Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed.

Event description:
The patient contacted animas alleging that the pump was not responding to pressing of the up and down buttons. The patient claimed that a little crack developed on the up arrow button due to pressing it really hard. The patient also alleged that the audio bolus button had fallen off. The patient denied any exposure of the device to water. The patient has implemented a back up plan.